Event description:
A patient enrolled in the "(B) (6)" clinical study had in-stent restenosis of a previously implanted precise stent in the left internal carotid artery (lica) approximately eight months post index procedure. The patient's admitting diagnosis at time of index was a symptomatic stroke. The patient's act was 283 and had no known allergies pre or post procedure. During the carotid artery stenting procedure of the lica, an angioguard xp was delivered and a precise stent was directly implanted successfully. The target lesion was 1.61mm in diameter prior to the procedure. The length of the lesion was 29.3mm. The diameter of the vessel (healthy area of treated lesion site) was 4.50mm with "healthy tissue to healthy tissue" covered by the stent. Post-dilatation was conducted (5mm/6atms) with an unknown balloon catheter. There was no calcification or vessel tortuosity. The rate of stenosis was 67.3%. The patient was discharged three weeks later. During an eight month follow up, 50% in-stent restenosis was observed under 3d-cta without any neurological symptoms. The patient has a medical history of high cervical / subclavian lesion, hypertension, dm, hyperlipidemia, previous pci and stroke. Approximately ten months post index procedure, percutaneous transluminal angioplasty (pta) was conducted successfully and any recurrence of re-stenosis has not been observed since. The patient was patient compliant with antiplatelet therapy and is still ongoing.

Manufacturer narrative:
A patient enrolled in the "(B) (6)" clinical study had in-stent restenosis of a previously implanted precise stent in the left internal carotid artery (lica) approximately eight months post index procedure. The patient's admitted diagnosis at time of index was symptomatic stroke with a medical history of high cervical / subclavian lesion, hypertension, dm, hyperlipidemia, previous pci and stroke. During the index procedure to the lica, an angioguard xp was delivered and a precise stent was directly implanted successfully. Post-dilatation was conducted (5mm/6atms) with an unknown balloon catheter. The patient was discharged three weeks later. During an eight month follow up, 50% in-stent restenosis was observed under 3d-cta without any neurological symptoms. The patient has a medical history of high cervical / subclavian lesion, hypertension, dm, hyperlipidemia, previous pci and stroke. Approximately ten months post index procedure, percutaneous transluminal angioplasty (pta) was conducted successfully and no additional recurrence of re-stenosis has been observed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Restenosis is associated with the progression of cardiovascular disease and is a known potential adverse event following stent implantation. Vessel occlusion, restenosis or recurrent structures are well known documented potential complications of this type of procedure and are listed in the IFU as such.